Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received yet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that the camera head had a bad image quality, and the picture was reported to be fuzzy. The event was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional follow-up with the user facility, the device evaluation and the legal manufacturer's final investigation. Additional information was received from the user facility where because of the fuzzy image, their was a reported delay of less than 15 minutes. There were no reports of patient harm. The device was evaluated where it was noted that their was a puncture on the cable causing water tightness failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that immersion occurred and the picture became fuzzy temporarily due to the puncture on the cable. The user may prevent the indicated phenomenon by following the below instructions for use (IFU): "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.